Manufacturer narrative:
The syringe/stopcock malfunction may potentially impact staining. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Customer reported stopcock leaking. Field service engineer replaced the stopcock and syringe. Instrument is fully operational and ready for use. No indication of a delay in diagnosis.